Event description:
It was reported that hub detached from the catheter. A 12 flexima apdl was selected for use for an abscessed location. During procedure the hub detached. The procedure was completed with another of same device. No patient complications reported.